Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was not staring up. The fe confirmed the workstation would not boot. There is no report of death or serious injury associated with this complaint.